Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause maybe a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported during npwt utilizing a renasy go, an over vacuum alarm occurred. The problem was not solved by exchanging the canister and dressing. The treatment was continued with a back-up device. There was no patient harm. No information about a delay. The device will be returned to jp local service for evaluation. The results will be shared after its completion.